Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed no failures or defects. The device was returned to the customer on (B)(4) 2012.

Event description:
Device was returned for repair as drill keeps running if footpedal is released. This is report 1 of 1 for (B)(4).